Manufacturer narrative:
The up button is permanent active due to an external mechanic damage. Additionally to the permanent activated up button the other buttons do not respond to commands. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
On (B)(6) 2014, it was reported that the up and down buttons on the patient's infusion device were not functioning consistently. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.